Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead thresholds were high and have been high for a while. The rv lead was repositioned and remains in use. It was also reported when the physician was unscrewing the rv lead the set screw of the implantable pulse generator (ipg) became loose and the physician was unable to set it back. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.